Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces.

Event description:
The customer's mother reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the button error was unable to be cleared and was recurring after reinserting the battery. The insulin pump was returned for analysis.